Manufacturer narrative:
According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to improper placement of the device.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent endovascular treatment for a thoracic aortic aneurysm rupture. Two gore® tag® conformable thoracic stent graft with active control system devices were used. The patient tolerated the procedure. On (B)(6) 2020, it was reported that the gore® tag® conformable thoracic stent graft with active control system which was implanted distally moved about 3 cm proximally. A re-intervention was performed to treat the migration, where an additional gore® tag® conformable thoracic stent graft with active control system was implanted above the superior mesenteric artery. A gore® excluder® aaa endoprosthesis (aortic extender endoprosthesis) was also implanted to reline the distal end of the additional gore® tag® conformable thoracic stent graft with active control system. The patient tolerated the procedure. The physician stated that the root cause of the migration was due to the distal sealing length being short.